Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have high blood glucose ranging from 400 mg/dl to 600 mg/dl, which was treated with manual injection and bolus delivery. Customer's blood glucose at the time of call was 275 mg/dl. Customer had symptoms of high blood glucose; customer felt as if legs could not hold her up. Customer did not go to the hospital but did contact healthcare professional. Troubleshooting was performed on insulin pump and it was found that drive support cap appeared normal. There were no air bubbles or leaks. There were no site or insulin issues. Customer advised to treat high blood glucose per healthcare professional's recommendation.

Manufacturer narrative:
The insulin pump was received with no button response due to moisture damage keypad trace. We were unable to perform functional test due to keypad anomaly. The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, broken belt clip slot, broken reservoir tube lip and cracked lcd window.